Event description:
Developed horrible palpitations daily and horrible chest pain due to severe vitamin deficiencies from toxins and severe leaky gut from toxins, candida, daily muscle spasms, debilitating panic attacks, swollen joints, dry mouth, dry eyes, severe dehydration, severe fatigue. My daughter was born with autism. I had the implants in while I was pregnant with her. I was severely deficient in my b vitamins and b-12 while pregnant from the implants that reduced the vitamins to my baby in utero. FDA safety report ID # (B)(4).